Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and the quality occurrences 200793332 and 200792754 was found for this batch. No samples / photos were sent by the customer making it not possible to perform an investigation and determine the root cause for the incident. From this information it is not possible confirm the complaint.

Event description:
It was reported that the plunger was found broken/separated on a bd plastipak¿ luer-lok¿ syringe during use. The following information was provided by the initial reporter: "*notivisa* 20 ml luer lock syringe with loose rubber plunger."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger was found broken/separated on a bd plastipak¿ luer-lok¿ syringe during use. The following information was provided by the initial reporter: "*notivisa* 20 ml luer lock syringe with loose rubber plunger."